Event description:
A publication was located that was inclusive of the impella cp and utilized in the (B)(6), at an unknown date prior to (B)(6) 2021. The publication noted that an impella cp was placed for hemodynamic support of a male patient awaiting bypass surgery (CABG) whose condition had unfortunately deteriorated prior to CABG surgery. The pump migrated out of optimal position and became entrapped within the mitral subvalvular apparatus. To remove and remedy this issue the team snared the pump with the 7fr ensare. The pump was explanted and the groin access site was closed.

Manufacturer narrative:
The literature was reviewed and european union field representative contacted for further information. When more details are determined, a final report with root cause will be made.

Manufacturer narrative:
The investigation into the cannula kink and retrieval by snare has completed since the original report was filed. The investigation has found that the cause of the kink was a user issue. The failure mode will be monitored and trended.